Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a jaw detachment failure. There was no missing piece. It was reported that the insulation of the device was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke during use on a patient. One jaw broke out of the shape. The surgeon used a new device to complete the procedure. The photo submitted shows that the insulation was damaged but not completely removed from the jaw. There was no patient injury. Medtronic's initial evaluation of the incident device found the unit had a jaw detachment failure. There was no missing piece.